Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 26. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding and fistula. No further patient complications were reported.